Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syr pca gripper recall 2017- 09/17/2019 08:47:01 michelle tanglao (mtanglao) recall contact: abby shay/biomed/513-636-3871/abby.shay@cchmc.org 10/08/2019 15:12:41 marites malig (mmalig) phone 858-458-7000 7000 est rcl to maj repair due to front cover(cracked un pres sn) rear case(cracked btm lt cnr) device already done gripper rcl & replaced lower housing last feb, 14, 2018. 10/31/2019 10:37:57 crisleivy pena (crpena) npi confirmed updated from mnr to mjr for the major repair needed per marites malig, service tech. Repair approved by abby shay, biomed, at abby.s hay@cchmc.org for $579. New po# 1100108799. 11/07/2019 08:21:41 marites malig (mmalig) phone 858-458-7000 7000 device not affected by syringe gripper rcl due to performed syringe gripper rcl already & replaced lower housing last february 19,2018. 11/07/2019 11:29:37 annette a mendez (amendez) 1001910521060004522900119242615723 12/05/2019 08:44:15 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.